Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of "crease on lens or in the capsular bag". The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The reporter was the patient. The patient provided the information that they were told they had a crease in the lens or in the capsular bag and that they would need a laser in three to six months to resolve. The surgeon has not responded to requests for information related to the patient¿s reported issue. File will be reopened if further information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens (iol) implant procedure, the patient experienced vision issue and told she had crease on lens or in the capsular bag. The patient needs laser in 3-6 months to resolve. The surgeon said if it bothers she could come back at 3 months but she doesn't want to wait for 3 or 6 months. Additional information has been requested.